Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive and the cover for the charging cable broke off the pump. There was no reported adverse impact to the customers blood glucose level. No additional information was provided by the customer.